Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.00/4.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) in vertical position on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a same length lens that was implanted in horizontal position due to lens rotation not associated to a low vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found optic torn and haptic bent. Dimensional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).